Event description:
A surgeon reported an inability to use reflux during a vitrectomy procedure. It was noted that there was only 5mm of solution in the aspiration chamber. It was also noted that cutter actuation was good, however there was always air flow in the aspiration tube. The surgeon felt that the air in the aspiration tube was related to cutter actuation and did not come from the patient's eye. The case was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).